Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent intravesical cystoscopic injection of botox on (B)(6) 2014 due to overactive bladder, frequency of urination and urge urinary incontinence refractory to medication behavioral therapy. It was reported that patient underwent exposure of excision/revision of vaginally placed midurethral mesh sling, cystourethroscopy on (B)(6) 2014 due to exposure of implanted vaginal mesh from previous mid-urethral sling, irritative voiding symptoms, dyspareunia, vaginal pain and vaginal bleeding. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.